Event description:
It was reported that the patient was experiencing pain at the implant site. The physician assured that the ipg site looked well, and that pain was not due to any issue with the ipg. The patient was prescribed with muscle relaxers and felt better with additional settings adjustment.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few days prior to the date the manufacturer became aware.